Event description:
It has been reported that one pen ii omnitrope pen 10 has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: the customer informed that use this product 6 times/week (1.2mg) and informed that have a problem with application button - "when applied it looks like it skips a dosage".

Manufacturer narrative:
H.6. Investigation summary the customer issued a complaint for inaccurate dosing detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 8mm bd pen needle and placebo cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pen ii omnitrope pen 10 has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: the customer informed that use this product 6 times/week (1.2mg) and informed that have a problem with application button - "when applied it looks like it skips a dosage".